Event description:
It was reported that there was a plan to move the implantable neurostimulator (ins) from the lower left flank to the lower right abdomen. They also planned to add two extensions to the existing leads to reach around the abdomen. Impedances were done before the case began and everything was normal. The programming was checked and it was also normal. There were difficulties removing the lead from head block, 8-15. The set screw would not turn to the left to loosen the lead. Several different wrenches were used. Finally the lead was pulled out of the header block. It was reported that the lead appeared to have a residue on it. It was a yellow gummy substance. There was also the same cloudy substance in the 8-15 header rows. The lead was attached to the multi-lead trialing cable to check impedances and they were normal. They had difficulty attaching the lead to the extension, whipped it clean with alcohol and dried and tried again. The physician had to twist and push lead into extension block, checked for impedances and they were high, greater than 10,000 ohms on all electrodes in 8-15. At that point they trimmed the proximal end of the lead for analysis and reconnected o ther lead 0-7 to the header block. The ins was put in the old pocket and closed. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the device was explanted on (B)(6) 2015.

Manufacturer narrative:
Analysis results on the stimulator lead v163095030 resulted in the proximal end conductor was broken due to overstressed or damage. It was reported that the proximal end of the lead was returned stretched and twisted with broken conductors in the connector area. The polyurethane tubing between the 0-1, 1-2, and 2-3 connectors was not present. Cosmetic mio was observed on the insulation just distal of the 0 connector. The style coil was stretched and crushed in the proximal end. (B)(4).

Event description:
Additional information was received from the patient. It was reported that the patient¿s first spinal cord stimulation (scs) system burnt out partially. A healthcare professional (hcp) was going to surgically move the scs components to allow for lithotripsy to treat unrelated kidney stones. The hcp found that the scs system was burnt so they did not reposition the components; the system revision was cancelled. This occurred on (B)(6) 2014. The patient did not have any further information about which components were burnt or how the system was affected. The system was only partially burnt out as it still helped the patient¿s pain a little. The scs system was later explanted and replaced by another manufacturer¿s system on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).